Manufacturer narrative:
The customer reported that they are seeing incorrect ECG readings on their central nurse's station (cns). They also reported that a patient is being monitored through a tele pack, and that on the tele pack they are seeing readings of 65hr, while on the cns they are getting 135 hr. No harm or injury was reported.

Event description:
The customer reported that they are seeing incorrect ECG readings on their central nurse's station (cns).